Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had normal operating currents and no unexpected low battery alarm was noted during testing. All of the buttons functioned properly. However, moisture damage was found on the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the act button on the insulin pump is unresponsive. Customer's blood glucose level at the time 303 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.